Manufacturer narrative:
The product was returned with the membrane loosely unfolded and no blood was observed. The sheath was returned for evaluation separate from the iab. Two kink was observed on the inner lumen approximately 11.2cm and 10.4cm from the iab tip. The sheath, dilator, guidewire, angiographic needle, t-handle, pressure tubing extender tubing and the three-way stopcock were also returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The reported failure of ¿difficult. Unable to insert iab¿ was mostly triggered by an inner lumen kink found on the balloon catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted. A new iab was used to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).